Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which the outer collet of a screw could not be locked over the rod and remains in the patient. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation was completed as the lot number has been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The incident could only be repeated in situations where the rod was not completely reduced into the screw, or when the outer collet showed signs of wear. It is possible that the inner collet of the screw could have been damaged if the rod was reduced off-axis. It is also possible that the surrounding construct prevented the rod from being fully reduced into the collet. Also, it was reported that repeated attempts were made to lock the screw, which may have caused the outer collet to become worn thereby preventing the instrumentation from properly engaging the collet.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which the outer collet of a screw could not be locked over the rod and remains in the patient. Surgery took place (B)(6) 2017.